Manufacturer narrative:
One sample was received for evaluation. Visual inspection found no damage or defects. Functional testing was able to confirm the reported failure mode. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "the fluid was leaking from the tube, not the connector." The event occurred during use/infusion at facility, patient involvement and no patient harm/adverse event reported.